Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 1999 at a retail vendor. Consumer sought medical treatment that same day for ear pain. Consumer was prescribed antibiotic which consumer did not take. Consumer saw consumer's regular dr and was given a different antibiotic. In 2000 consumer was admitted into the hosp for incision and drainage of the site 2 days later and was administered IV antibiotics. Consumer was released on 1/26/00.